Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a cut on the switch cable, switch 1 did not work, due to a cut on heat shrinking tube of the lock engagement lever the expected insulation capacity could not be obtained, due to deformation of the electrical connector guide pin the water tightness was lost, due to wear of the angle wire the play of the up/down knob was out of the standard value, the objective lens had a crack, the light guide lens had a crack, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope photo button was not functioning. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the air/water tube and cylinder had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.